Event description:
The ventilator went inoperative while in use in the CT scan room. Hosp bagged that pt and turned the ventilator off then on again and it operated correctly. No injury noted to the pt. No error codes noted or default mode.